Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating "bio-burden build up by atp test failed" involving video gastroscope model eg-2990i/serial (B)(4). No other information was provided at the time of the report. The video gastroscope was returned to pentax medical for evaluation. The pentax medical service inspection findings included the following: -operation channel - primary slice by accessory. -lightguide prong cover glass set loose. -suction tube resistance. -air/water nozzle glue missing. -primary operation channel crimped at biopsy inlet t-piece. -passed dry and wet leak tests. -biopsy inlet piece loose. -umbilical cable bump at control body side. -hole in #2 remote control button cover. -debris inside biopsy inlet t-piece. -forward body cover worn out biopsy inlet guide slot. -hole in #3 remote control button cover. Pentax medical has made a good faith effort attempt to obtain information on the reprocessing techniques followed at the facility. No information has been received from the customer at this time. Repairs were performed on the video gastroscope which included replacement of the following components: -o-rings and seals. -distal end assy with tube. -adjusting collar. -bending rubber. -angle wire. -light guide cable. -ud pulley assy. -rl pully assy. -remote control button. -biopsy inlet piece. -suction channel lg. The video gastroscope was shipped back to the customer on 12-feb-2018.